Event description:
It was reported that the insulin gauge was intermittently inaccurate with multiple cartridges. Customer loaded a new cartridge to resolve the issue. There was no reported adverse effect to customer's blood glucose level.

Manufacturer narrative:
Device not returned.